Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition.

Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that during the procedure, the sutures have cut through to the anchors pull out in the bone. It is unknown whether there was a delay in the case. A backup device was available to complete the procedure and no patient injuries was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿the sutures have cut through to the anchors pull out in the bone.¿ t1 was returned severed and still attached to suture. Anchor shearing by suture takes an unusual amount of pull on the suture. T2 was returned attached to knotted suture. Both had been deployed from the delivery needle. The depth limiter was attached. It was deeply creased where the delivery needle had been bent. The delivery needle is visibly deformed. The needle is quite damaged. It has been bent multiple locations. The condition is consistent with difficulty in reaching intended anchoring location. The device no longer cycled and actuated properly due to the needle damage.